Event description:
It was reported that the patient was in surgery for a left ventricular assist device (lvad) implant. The surgeon noted that the 6949 rv lead had perforated the septal wall and was in the left ventricle. The surgeon cut the tip of this lead off, sutured the septum, and had the device programmed off. About a week later during another procedure, the 6949 lead was removed. A 6935 lead was attempted to be placed but was abandoned due to a sterility issue when the surgeon's glove broke. A different 6935 lead was implanted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The 6949 device is part of the advisory for this model. Analysis of the devices are in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The 6949 device is part of the advisory for this model. Evaluation summary: (B)(4) a portion of the lead was returned in segments where no anomalies were found. The defibrillation conductor was distorted and fractured which is suspected to be due to the explant procedure. There was blood/body fluid on several conductors, the sleevehead mechanism and on the outer tubing at various locations thoughout the lead. The outer tubing was kinked/buckled and melted. There was depression on the outer insulation near the connector. (B)(4) the full lead was returned where no anomalies were found. There was blood/body fluid in/on the helix mechanism and sleevehead. The tip seal was observed to be out of position.